Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; however, no specific bg value was provided. Juice was consumed by customer to stabilize bg level. Reportedly, customer states low bg's are probably due to exercise activity. Customer declined any troubleshooting or to provide any additional information on the reported event.